Manufacturer narrative:
The bench service engineer replaced the cpu pcba (central processing unit, printed circuit board assembly) and the device passed all performance verification testing. The device was set to the local time and date of the customer, had the event log cleared, and was set to factory settings. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device was intermittently giving low minute ventilation errors. It is unclear if the device was in use at the time of the reported problem. Clarification will be requested. No patient harm was reported. The bench service engineer (bse) found on 30jun2023 at the philips bench service center that the device was giving intermittent errors when alarms are set correctly. The errors stayed until the device was restarted. The bse determined that a replacement central processing unit (cpu) printed circuit board assembly (pcba) was required.

Manufacturer narrative:
H10: in a good faith effort (gfe) response from the customer received on (B)(6) 2023, it was stated that the device was outside of use at the time of the event. The investigation is ongoing.

Manufacturer narrative:
The replaced cental processing unit (cpu) printed circuit board assembly (pcba) was returned to the philips product investigation lab (pil) for evaluation by a pil technician (tech). Tech verified that the same doctor set alarms were generated with all 3 testing scenarios listed in steps 2a,2b and 2c: 2a) the use of the suspect cpu pcba on the pil test device under the settings that were noted on the suspect cpu pcba at the time of the cpu pcba arrival at the pil. 120f,11:21.21am,01-17-2025,lowtidalvolume. 120e,11:21.21am,01-17-2025,lowminuteventilation. 2b) the use of the pil test cpu pcba on the pil test device using the same settings that were noted on the suspect cpu pcba at the time of the suspect cpu pcba arrival at the pil. 120f,02:13.47pm,01-17-2025,lowtidalvolume. 120e,02:13.47pm,01-17-2025,lowminuteventilation. 2c) the use of the third pil test device exclusively under the settings that were on the suspect cpu pcba at the time of the cpu pcba arrival at the pil. 120f,09:12.59pm,01-21-2025,lowtidalvolume. 120e,09:12.59pm,01-21-2025,lowminuteventilation. The pil tech verified that all 3 scenarios listed above generated the same alarms under the same conditions. This indicated to the pil tech that an operator issue had occurred with the alarm setting choices by the device user that were used the time of operation and testing. It is concluded that the issue could not be duplicated and that there was user error. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. D4 - product UDI number is corrected. G1 - contact information and contact office entity are updated.